Manufacturer narrative:
No device will be returned per customer. The customer complaint could not be confirmed because the device was not returned for failure investigation. The root cause of this failure was not identified.

Event description:
It was reported that that allegedly the display segment was dim for fifteen large volume pump modules, and therefore, will be replaced. There was no reported patient involvement.

Event description:
It was reported that that allegedly the display segment was dim for fifteen large volume pump modules, and therefore, will be replaced. There was no reported patient involvement.

Manufacturer narrative:
The reported issue that the display segments were dim for fifteen large volume pump modules and needed to be replaced was confirmed. Physical inspection showed no anomalies. Testing results identified that all fifteen lvp display board assemblies found to have dimmed segments. The root cause of the customer's report was attributed to a manufacturing issue. Device history record (DHR) reviews are not required for field action complaints because the root cause of the issue is known, the investigation is documented within a CAPA, and a field action has been initiated.